Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jul-19. It was reported that the catheter occlusion was not confirmed, but ¿the patient stated she believes that.¿ the cause of the occlusion was not determined, the doctor simply replaced the catheter without confirming potential occlusion. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-nov-2018 from the patient who reported that it took 2 years to get the catheter replaced. Per the patient, a dye study was done on (B)(6) 2016 and they were not able to put the dye in the catheter. The patient experienced withdrawal because of the catheter issue. The catheter was eventually replaced on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, lot# n203181005, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 21-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a drug infusion device. The device was being used to deliver 140.6 mcg/ml morphine at 49 mcg/day. The reason for use was not reported. It was reported that the patient did not have a therapeutic affect from pump system and they believe it was the catheter being occluded. The patient reported no therapeutic affect from pump since 3 years ago. The patient allowed the pump to go dry ¿years ago.¿ her pump rain dry and they replaced it back on (B)(6) 2015, since then the catheter has not worked. Drug in the catheter was stagnant for an entire year prior to replacing the pump. They believe that caused issues with the catheter. Troubleshooting was unknown. There was a catheter replacement on (B)(6) 2018. The doctor replaced the entire catheter and left the pump as is. The customer was notified that the products should be returned to the manufacturer, but would not be as they were discarded by the customer. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the healthcare professional (hcp) would have no further information on the event. There were bi further complications reported/anticipated.